Event description:
A malfunction alarm with the code malf 16 was reported, and it was confirmed that there was no adverse impact on the customer's blood glucose level. Technical support decided to replace the malfunctioning pump, which was under warranty. The customer planned to use multiple daily injections as a backup insulin therapy, was advised on how to put the pump into storage mode, and agreed to return the faulty pump using a pre-paid label within ten days.